Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant the blood pressure of this patient dropped. Upon interrogation high pacing thresholds were noted on this right atrial (ra) lead and intermittent capture. An ra lead dislodgement was alleged and a pericardial effusion was noted due to an ra lead perforation. The lead was removed and the port was plugged. A pericardial tap was performed. The device was reprogrammed and post-operative checks were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently explanted and returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.